Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the return product identified signs of repeated use and discoloration. Additionally, the tip of the component was fractured off. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee procedure, the tip of the inlay inserter instrument fractured while the inlay was being set up for insertion. The set up occurred on a table away from the patient. The fractured tip of the instrument was located and discarded. There was no surgical delay and no adverse events were reported as a result of this malfunction. Due diligence is in process for this complaint; to date no further information has been reported.

Manufacturer narrative:
(B)(4). Report source foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.